Manufacturer narrative:
No sample is available for investigation. CAPA (B) (4) was opened to address the jamming issue related to customer complaint. This CAPA was closed may 2009.

Event description:
The event is reported as: the stapler did not function due to jamming. No pt injury reported.